Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. Unit had cracked case at display window corner.

Event description:
Customer reported via phone call that the button of insulin pump was not working also crack on the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer stated that the location of the damage was above up arrow. Customer stated no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.